Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a burnt plastic distal end cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, although a root cause could not be identified it is presumed the likely cause of the reported burnt distal end cover is traced by component failure- caused by the use of high-energy devices (lasers, radiofrequency, etc.) Without maintaining sufficient distance from the patient (handling issue). To mitigate the risk of harm, the instruction for use provides the following: - instruction operation manual_ chapter 3 preparation and inspection_3.3 inspection of the endoscope - chapter 4 operation_4.3 using endotherapy accessories should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.